Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had a delivery anomaly. The caller reported more insulin was being delivered than what was programmed. The customer's blood glucose was 150 mg/dl. It was also found the customer had several bad battery alarms and a no delivery alarm in the alarm history. The customer was disconnected from the call before further information was collected. The insulin pump will not be returned for analysis.